Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ short pen needle experienced a case of not functioning, and a case of being unable to deliver medication. The following information was provided by the initial reporter: consumer reported that the needle does not attach properly to the pen. Consumer also stated that the needle clogs during injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 3/8/2022. H.6. Investigation: customer returned (3) open 8mm, 31g pen needles without the tear drop label. Customer states that the pen needle does not attach properly and the needle clogs during injection. All returned pen needles were examined and exhibited a bent non patient end of the cannula, which could prevent the pen needle from properly attaching to a pen. This issue could also prevent the pen needle from properly expelling during an injection. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related as the non patient end of the cannula was bent during use of the product by the customer.

Event description:
It was reported that bd ultra-fine¿ short pen needle experienced a case of not functioning, and a case of being unable to deliver medication. The following information was provided by the initial reporter: consumer reported that the needle does not attach properly to the pen. Consumer also stated that the needle clogs during injection.

Event description:
It was reported that bd ultra-fine¿ short pen needle experienced a case of not functioning, and a case of being unable to deliver medication. The following information was provided by the initial reporter: consumer reported that the needle does not attach properly to the pen. Consumer also stated that the needle clogs during injection.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.